Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderate tortuous and severely calcified superficial femoral artery. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilation. During the procedure, on the first inflation at 12 atmospheres for 30 seconds, the balloon ruptured. The device was successfully removed and with no damage observed. A different device was used to complete the procedure. No complications reported, and patient status was good.